Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error and change sensor. Customer's blood glucose at time of incident was unknown. Customer is experiencing intermittent calibration error alerts. The blood glucose readings are entered into the pump immediately after testing. Customer was advised to consider setting up a schedule to calibrate, selecting convenient times when blood glucose are expected to be stable such after waking , before bed, before meals. The customer understood and agreed.